Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure to address low vault, the vault was still low after replacement. Pateint is still under observation and the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.